Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly was returned with the device. The trip wire was secured in the handle assembly and it was partially rolled in the handle assembly and it was also noted that it has several kinked. The suture was intact and it was noticed that it was attached to the distal trip wire loop. The ligator head was not return for analysis. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. The reported event was not confirmed. The handle assembly didn't show issues, the trip wire was correctly secured and during functional inspection it did not show any issues. The trip wire was found several kinked, this observed issue may be related to user manipulation or some technique applied during procedure. Based on all the available information, the most probable root cause of this event is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2021. During the procedure, the band failed to deploy. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly was returned with the device. The trip wire was secured in the handle assembly and it was partially rolled in the handle assembly and it was also noted that it has several kinked. The suture was intact and it was noticed that it was attached to the distal trip wire loop. The ligator head was not return for analysis. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. The reported event was not confirmed. The handle assembly didn't show issues, the trip wire was correctly secured and during functional inspection it did not show any issues. The trip wire was found several kinked, this observed issue may be related to user manipulation or some technique applied during procedure. Based on all the available information, the most probable root cause of this event is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Block h11: correction: h6 (evaluation conclusion code).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the band failed to deploy. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the band failed to deploy. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.